Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address a loose stem. The asr components were also replaced with a sector cup, poly liner and ceramic head, due to the recall.